Event description:
The reported did back to back blood glucose tests, within minutes, using different fingersticks, and got results of 48 and 0 mg/dl. She did not have any symptoms. Reporter had been using expired test strips dated 1/99. A control solution test was not performed due to lack of supplies. On follow-up, reporter stated that she had just received new control solution, but was busy and did not want to test. Will call back if any further problems arise.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8